Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No accessories were included. The warranty sticker was compromised. There was pooled oil within the enclosures. A functional evaluation was performed on the device. A test battery was utilized. The device continuously tried to pressurize. The piston migration was at 3.0 inches. The device was depleted of oil. The complaint of loud sound was confirmed and the root cause has been determined to be a seal failure. The reported failure of a battery problem was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: case-(B)(4). .

Event description:
It was reported that, the spider 2 tenet makes a loud sound and battery does not hold charge. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.